Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow and ok keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, all of the arrow keypad buttons had an intermittent response and required multiple button presses to elicit a response. The keypad was removed and there was evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. There was no evidence of moisture damage found in the battery compartment. The pump was opened to examine and test vibration motor; the vibration motor failed during testing. The vibration motor was found to be misaligned and not making an electrical connection with the circuit board.